Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the fluidics management system failed during a cataract procedure. Initially, the fluidics management system passed both vacuum and handpiece tests, but during the procedure there was reduced flow. The issue did not resolve after repriming and testing. The issue was resolved by replacing the fluidics management system. There was no pt harm. Additional info and sample have been requested for this case.